Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 6.7 mmol/l. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer had already disconnected from the insulin pump and was using a spare pump. The insulin pump in question will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the esc button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and a cracked belt clip slot.